Event description:
It was reported that the patient had what appeared to be 1:1 svt (supraventricular tachycardia) with ffrw (far-field r-wave) oversensing. Initially, it was called af (atrial fibrillation) by the device and then eventually the ffrw oversensing stopped, and the device delivered shocks, presumably during af with rvr (rapid ventricular response). The device and atrial lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, implantable tachy lead, (B)(6) 2010; 419478, implantable pacing lead, (B)(6) 2010. (B)(4).